Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high thresholds were noted on the right atrial (ra) leads. Elective replacement indicator (eri) was also noted on the implantable pulse generator (ipg). The physician elected to explant and replace the lead and ipg. No patient complications have been reported as a result of this event.